Event description:
Drager flow sensor was in line with patient circuit and sparks were going off inside of the flow sensor. It was filled with condensation and about to be replaced when multiple orange sparks were noticed. Immediately removed from circuit along with flow sensor cord.